Event description:
It was reported that on (B)(6) 2021, the patient was difficult to inject into the peripheral vein due to his condition, and was given PICC intubation intravenous infusion therapy. On (B)(6) 2022, when the drug solution was injected intravenously through the PICC tube, there was extravasation of the drug solution through the puncture port, and the use of the PICC tube was suspended. The chest x-ray examination showed that the end of the PICC tube was about the right edge of the 5/6th chest. Level. After communicating with family members, extubation was agreed. On (B)(6), the color doppler ultrasound of the left upper extremity showed that the veins of the left upper extremity were unobstructed. After extubation on (B)(6), it was seen that the PICC tube was ruptured 0.3 in front of the end, and the patient was treated with peripheral intravenous infusion. No adverse reactions have been reported in the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3829 showed one other similar product complaint(s) from this lot number.